Event description:
The field service representative (fsr) reported that during preventative maintenance (pm) of the device, the cooler heater unit was not heating. Since the event occurred during preventative maintenance, there was no patient involvement.

Manufacturer narrative:
The field service representative (fsr) found the solenoid valve was allowing flow to the ice tank during heat mode and the heater relay was not turning "on" when heat was requested. The fsr replaced the valve and heater relay and completed preventative maintenance (pm). The unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.